Event description:
Foley catheter found in pt bed with deflated balloon. Pt was postoperative day #3 from robotic cystoprostectomy with pelvic node biopsy and neobladder. Failure of foley catheter required bedside cystoscopy with reinsertion of new catheter; (B)(6).